Manufacturer narrative:
E1: patient city: (B)(6), patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was leaking at the site. The infusion set was in use for one day. No further information available.